Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (354 mg/dl) and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.